Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A 22f size sheath was used in the procedure. It should be noted proglide instructions for use, in the indications section 4.0 states that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, use of a larger sheath than indication would not contribute to device functionality. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm interventional (taa) procedure. Reportedly, suture break after harvesting the sutures occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.